Event description:
It was reported that hours after the catheter was indwelled, a leak was found near the juncture hub in the pt's room. As a result, the catheter was removed and replaced in the pt's femoral vein. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.